Event description:
The customer reported a burning smell coming from the ih-1000's ups (external backup battery). Supposedly there were power issues on the customer's site. No one was harmed and there no property damage occurred. A field service engineer was on site and checked the affected instrument. He replaced the ups and verified that the instrument is running at manufacturer's specifications.

Manufacturer narrative:
This is our combined initial and final report on this incident.